Event description:
In late 2008, the patient's mother reported that the patient is having issues with the infusion set cannulas bending. The mother stated that the patient's blood glucose will elevate to 400-500 mg/dl and she will find that the site is wet with insulin and the infusion site cannula is no longer in her skin and bent. The patient was not available to troubleshoot. The patient was sent an infusion set insertion device. Upon follow up two days later, she stated that she inserts the infusion site at a 90 degree angle and she attempts to quickly insert the needle but she sometimes "flinches" causing the cannula to kink. The patient was not experiencing elevated blood glucose at the time of the report. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.